Event description:
Product occurrence not relevant to the health of patient or user. During service, technician indicated the coupling latch was damaged and the hose was worn. Failed temperature test.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was repaired and returned to the customer.